Manufacturer narrative:
The field service engineer (fse) observed the wash valve motion errors in the instrument event log during instrument assessment. The fse observed the home sensor to the wash valve was worn and wash valve motor wash sticky. The fse replaced the wash valve home sensor, wash valve pulley, wash pump o-rings and the wash pump motor. The fse performed passing system verification testing after all repairs were completed. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00411.

Event description:
The affiliate reported the customer alleged erroneously elevated troponin I (access accutni) result, within the risk stratification, for one patient, involving the unicel dxc 600i synchron access clinical system. Subsequent testing of the patient's sample, on the same analyzer, produced one elevated result and one result within the normal reference range, which was considered correct. The erroneous result was released out of the laboratory. As a result, the patient's surgical procedure was cancelled, however, there was no patient impact due to the surgery cancellation. Quality control was within specification on the morning of the event but thyroid-stimulating hormone (tsh) qc and calibration were reported to be failing after the wash pump motion errors had been observed. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.